Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedance. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well pstoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106190, UDI: (B)(4).

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)). The returned lead was analyzed and visual (microscope) and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the lead near the set screw mark of the clik x anchor. There were no exposed cables. With all the available information, boston scientific concludes that the allegation of lead damage has been confirmed. The cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedance. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and was doing well postoperatively.